Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during reservoir change. Customer was assisted in motor error troubleshoot. Customer's blood glucose level at the time of incident was unknown. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer stated that insulin pump was able to rewind but another motor error alarm received. Prime anomaly troubleshooting was performed. Insulin received compromised force sensor system alarm. Customer stated that insulin pump was unable to exit the preparing to prime loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window and cracked reservoir tubelip.